Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2020-32104. It was reported the patient experienced pain down the back of the thighs in postoperative recovery following the patient's drg system implant. The physician was concerned the pain was caused by the s1 placement leads, therefore the patient was taken back to the operating room and both of the s1 leads were explanted. Reportedly, the patient initially reported the same pain and weakness after the explant. The patient was prescribed a corticosteroid (medrol dosepak). Follow up identified after a week the symptoms had resolved.

Event description:
Related MFR report: 1627487-2020-32104.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.